Event description:
Mesh implanted in 2004. About a week later her incision "burst". A lot of fluid was drained and there was infection. Still experiencing sharp pains and chills, diarrhea at times and a feeling of fullness.

Manufacturer narrative:
No product was returned for evaluation. Therefore, no conclusion can be drawn.